Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/ batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown, after the device fired and the surgeon removed the device, the anvil detached and had to be retrieved from the anus with a grasper. Another device was not needed and no changes were needed to complete procedure. There was no change in post-op care and no adverse consequence for the patient.